Manufacturer narrative:
The two pcbas were returned for analysis. One of the pcbas had a faulty drive board. Digital drive pcb does not power on, no leds present. The other pcba was found to be functional with no failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system drive control pcb did not power on, with no led present. The expected 96 vdc from the power conversion enclosure was only reading 24 vdc when read at pins 1<(>&<)>5 of the j7 connector. The field service engineer replaced the power conversion enclosure and digital drive pcb. The system drive function was then restored. The imaging system then passed the system checkout and was found to be fully functional. Three power conversion enclosures and two digital drive pcbs were returned to the manufacturer for analysis. Analysis found that two of power conversion enclosures failed bench testing. Transistor q3 was defective in each and failed the diode test. Analysis found that the reported event was related to an electrical issue. The third power conversion enclosure was returned unused. The pcbs are still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) drive assembly was failing. No patient present.